Event description:
The facility's biomedical engineer reported an infusion pump with failure code 550. The device was received by the biomed with no additional information and there was no report of any patient injury caused by the failure of this device. No clinical contact was identified in association with this report and therefore details regarding the medication involved, patient status, specific patient information, tubing product code and lot number, pump programming information and medical intervention are not available.